Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that the device failed incoming testing due to backlight issue. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for preventative maintenance and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.